Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively, following a right hemicolectomy. The stapling device worked successfully during the procedure. The staple line was intact following the initial surgery. The patient returned nine days post-operatively with symptoms of sepsis. Upon laparotomy, the staple line was found to be open. This resulted in temporary injury, because there is a collection in the patient's abdomen and possible abscess formation. This resulted in unanticipated tissue loss and damage. Patient hospitalization has been extended seven days, and the patient remains in the hospital. An additional operation will be required.